Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿battery clips slightly wet¿ could be confirmed through this evaluation. Event details indicated a fluid ingress issue with the 14v battery clip while the product was inside the shower bag. No alarms were reported, and the battery clips were cleaned. The 14v battery clip will remain in use to determine if any functional issue resulted from the fluid ingress issue. To date, the 14v battery clip (lot # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Lot number of the 14v battery clip was unavailable, and the device history record was not reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the shower bag got wet inside, making the battery clips slightly wet. There were no alarms, and the water drops were wiped off from the battery clips, which remained in use to see if any issues occurred. Related MFR. # 2916596-2023-02977.